Manufacturer narrative:
Device under evaluation.

Event description:
The customer reported the ventilator alarmed and went vent inop while in use on a patient. The customer reported there was no patient harm. Review of the diagnostic log history indicated a vent inop occurrence due to a data acquisition reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation if in use on a patient and have the ventilator serviced.